Event description:
It was reported that during an unknown procedure, as the doctor was using the instrument it just kept on activating on its own and the surgeon did not do anything and he could not stop it. After some seconds it stopped on its own. No harm to the patient. The instrument was used along with a gen11 generator. There was no patient consequence. Device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.